Event description:
Related manufacturer reference number: 1627487-2019-06545. Related manufacturer reference number: 1627487-2019-06547.

Manufacturer narrative:
The investigation results will be provided in the final report

Event description:
Related manufacturer reference number: 1627487-2019-06545. Related manufacturer reference number: 1627487-2019-06547. It was reported that the patient was experiencing ineffective therapy with their drg system. As a result the patient underwent an scs trial. Following this, the patient's drg system was explanted and replaced with an scs system. Patient has therapy post-operatively.